Manufacturer narrative:
Continuation of d10: product ID: 8780,serial# (B)(6), implanted: 2021 (B)(6), product type: catheter. Product ID: 8709sc, lot#: n123930010, serial#: (B)(6), implanted: 2008 (B)(6), explanted: 2021 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that there was no infection after all. It was reported that the patient had a small collection of csf in her spine incision which was repaired. It was noted that the patient was getting good therapy at this time.

Event description:
Additional information was received by a healthcare provider (hcp) via company representative (rep) who reported that the patient will be having a complete system explant on (B)(6) 2021 due to infection.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial/lot#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 200 mcg/day) via implantable infusion pump. It was reported that the patient started to have increasing spasms and symptoms of baclofen withdrawal approximately 5 days ago. The patient presented to the hospital on (B)(6) 2021 with clear fluid draining from their week old pump replacement incision (pump implanted on (B)(6) 2021)). The factor that may have led or contributed to the issue was noted to be due to the recent pump replacement. No diagnostic/troubleshooting was performed. The pump pocket was opened to explore the source of the cerebrospinal fluid (csf); however, no source could be identified. The catheter was explanted and replaced with a new catheter. The issue was resolved at time of report. The patient's medical history included intractable spasticity. The patient's status at the time of report was alive - no injury.